Event description:
Litigation alleges patient had pain after asr hip implant. Update: (B)(6) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified correct lot information for the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges patient had pain after asr hip implant.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to trochanteric fracture, metallosis, and a mild amount of fluid. The stem is being added to the complaint, though it remained in situ. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional info: catalog and lot #. Update: (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
Depuy still considers this investigation closed.